Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092-58 implantable pacing lead; addr01 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was reported that an infection occurred. The implantable pulse generator system was explanted and replaced. It was further reported that the patient had endocarditis with vegetation on the right ventricular (rv) lead. The patient is receiving antibiotics. No further patient complications have been reported as a result of this event.